Manufacturer narrative:
The tech found that it appeared as if the siderail was pulled on to maneuver the bed. He replaced the siderail to repair the bed.

Event description:
Info received indicates the upper portion of the siderail was detached. The tech found that the upper pivots were broken.